Manufacturer narrative:
The device was received for evaluation and successfully passed testing. Available log files were retrieved and analyzed which showed device performance was without incident and unremarkable. A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. There was no indication of a device malfunction from the available information. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns that treatment should only be performed by a trained and qualified person who must respond promptly to harmful conditions during treatment. UDI: (B)(4).

Event description:
A report was received on 01 jul 2021 from the home therapy nurse (htn) of a (B)(6) male patient with a medical history including type 2 diabetes and end stage renal disease, stating the patient became unresponsive with the caregiver (cg) not present in the room during a hemodialysis therapy session on (B)(6) 2021. The cg contacted emergency medical services (ems) via 911 and initiated cardiopulmonary resuscitation (CPR) which was unsuccessful. Additional information was received on 07 jul 2021 from the home therapy nurse (htn) stating that the patient never regained a pulse, was pronounced deceased and transported to the funeral home with a cause of death of cardiac arrest. Per the medical doctor, the patient's death was unrelated to nxstage product or therapy.